Event description:
The customer reported that the ventilator went vent inop and alarmed at power on due to a data acquisition reference failure. The customer reported they were unsure if the ventilator was in use on a patient, but there was no patient harm reported. The manufacturer's service technician was unable to duplicate the reported problem. The service technician replaced the cpu and power management pcb boards as a precaution per recommendation of manufacturer's product support. Review of the diagnostic log history verified a vent inop occurrence. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation if in use on a patient and have the ventilator serviced. Performance verification testing was completed and tests passed to operating specifications.